Event description:
It was reported that the pump does not recognize the cassette. There was no patient involvement. Evaluation of the returned device confirmed the latch/lock flex sensor was defective.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and high alarm was displayed: cassette locked but not latched. Functional testing was performed and the latch/lock flex sensor was found to be defective. The sensor was replaced to address this issue.